Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was working because she was not messing in her pants. However, she now only went every three days and had to take something to go; she had to take miralax or dulcolax. This had occurred since implant and she also noted that it was kind of normal for her. She did not go back to her doctor until (B)(6). Additional information was received on (B)(6) 2016 from the patient and it was reported that the patient was doing really well with therapy and then all of a sudden the patient had constipation really bad. The patient reported that she began a regimen of miralax and apple juice which the patient took 3 times in a row to help with constipation. The patient reported that now she was going to the bathroom 4 or 5 times a day and this was without the miralax. The patient reported that she was going to the bathroom too much. The patient reported that it wasn't diarrhea, it was regular bowel movements. The patient reported that she had already increased stimulation to 2.1 where the patient was not feeling the ¿bumping¿ but it was comfortable. During the call, the patient changed from program 1 at 2.1 to program 2 at 1.7 where the patient reported feeling stimulation comfortably. Additional information reported on (B)(6) 2017 that patient wanted to know if she should be feeling stimulation all the time. The patient stated she was having trouble going to bathroom a lot without knowing it, she will fill a bladder pad and not diarrhea but 'regular potty'. The patient stated she was having this issue on and off before implant and issues have continued on and off since implant. The patient stated she wasn't feel stimulation on the day of this call so her husband increased stimulation but it was too high (felt down legs and in back). The patient stated stimulation was turned down to comfortable level. The patient¿s husband stated he knows how to do that and they have tried other programs. The patient reported lack of benefit. No further patient complications have been reported as a result of this event" in the event description. The patient¿s indication(s) for use were bowel dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.